Event description:
It was reported that occlusion alarms occurred. It was found that the customer's blood glucose level did not exceed 500 mg/dl, and the cgm did not read ¿high,¿ indicating there was no adverse impact. To resolve the issue, the customer changed the cartridge and resumed insulin. Ultimately, the customer reverted to an alternate method insulin therapy.